Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a failed battery alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting for failed battery and the customer states received failed battery alarm again. Advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will be returned for analysis.